Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump has a damaged live pin on the power cord plug.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿the pump has a damaged live pin on the power cord plug¿. The unit was triaged and the customer¿s reported condition was confirmed. The right hand pin as you look at the plug with the fuse cover facing you is broken and partially loose. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis. If information is provided in the future, a supplemental report will be issued.